Manufacturer narrative:
(B)(4). This report is being submitted following internal audit.

Event description:
The pt experienced stimulation in the wrong location. Her stimulation was felt in her chest and was not covering the pain. She had an appointment with her physician on april 23rd. She was at home in fair condition. The health care provider confirmed that the pt experienced a lack of effect. The device was explanted and pt outcome was noted as no injury.